Event description:
During a bypass procedure, the perfusionist reported seeing "foaming and dripping" of blood from the base of the gas outlet port of the oxygenator. No problems were noted during priming of the unit. The unit was not changed out because it was a short case. The reported blood loss was estimated to be less than 20 cc.